Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode last year. The right atrial (ra) lead pacing impedance was observed high, within range. Also, artifact noise was detected. There was another sam episode with the minute ventilation termination algorithm. Various origins for the observed issues were discussed. The ra lead pacing impedance was jumpy since last year and recorded high, out of range values. A new device was implanted, and the old pacemaker was explanted. The old leads, that were non bsc leads, mismatch the old pacemaker header but the new device has an enhanced port design, therefore the old leads remain in service at this point. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode last year. The right atrial (ra) lead pacing impedance was observed high, within range. Also, artifact noise was detected. There was another sam episode with the minute ventilation termination algorithm. Various origins for the observed issues were discussed. The ra lead pacing impedance was jumpy since last year and recorded high, out of range values. A new device was implanted, and the old pacemaker was explanted. The old leads, that were non bsc leads, mismatch the old pacemaker header but the new device has an enhanced port design, therefore the old leads remain in service at this point. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. This device was also included in the minute ventilation sensor signal oversensing advisory population. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded a signal artifact monitoring (sam) episode last year. The right atrial (ra) lead pacing impedance was observed high, within range. Also, artifact noise was detected. There was another sam episode with the minute ventilation termination algorithm. Various origins for the observed issues were discussed. The ra lead pacing impedance was jumpy since last year and recorded high, out of range values. A new device was implanted, and the old pacemaker was explanted. The old leads, that were non bsc leads, mismatch the old pacemaker header but the new device has an enhanced port design, therefore the old leads remain in service at this point. No additional adverse patient effects were reported.